Manufacturer narrative:
Evaluation summary: there are no x-rays provided to understand the fixation. Also, surgical notes provided do not reveal any abnormalities with the surgical technique followed. Pre-op and post-op x-rays might help in further investigation of the complaint. However, with the available information, a definitive cause for patient's pain cannot be determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient has experienced pain since surgery.